Event description:
A surgeon reports having four patients who have had pigment dispersion and/or intraocular pressure spikes following intraocular lens (iol) implant surgery. Additional spikes following intraocular lens (iol) implant surgery. Additional information has been requested. This medical device report is for the second patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reported did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation. Additional information was requested 06/06/2008, 06/09/2008 and 06/18/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/03/2008.